Manufacturer narrative:
(B)(4). Subsequent to the initial filed medwatch report, additional information received indicated that the patient death is related to prior events and not related to graftmaster use; however, since the initial medwatch report has already been filed, it will remain reportable. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following relevant additional information was received: per completion of the autopsy report, on (B)(6) 2016, no thrombus was noted in the left anterior descending (lad) coronary artery. There were no transmural defects in the artery. There was an ill-defined segment of softening and thinning of the arterial wall in the mid portion of the lad, approximately 0.5cm in length. The left ventricular (lv) free wall rupture was located in the mid ventricle; an extensive area of very thinned myocardium that is markedly pale with transmural hemorrhage with associated raged transmural defects is suggestive of a ventricular rupture. In the opinion of the physician, the reported 2.8x26 rx graftmaster covered stent did not contribute to patient death; the patient had a prior large anterior wall myocardial infarction ((B)(6) 2016) that was unable to be revascularized after two attempts ((B)(6) 2016), resulting in the lv free wall rupture that caused the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, during the procedure to dilate a significantly resistant, 80% stenosed lesion in a previously placed unspecified stent that was not fully expanded in the mid left anterior descending (lad) coronary artery, using an unspecified non-compliant balloon, a perforation with extravasation occurred in the lad. A balloon was inflated in the perforation, with some improvement to bleeding. A 2.8x26 rx graftmaster covered stent was then advanced via the right radial access site over an (B)(4) prowater 300cm j-tip guide wire and into a 6fr non-abbott guiding catheter, and was deployed in the lad at a maximum pressure of 15 atmospheres without issue, completely sealing the perforation, with no evidence of contrast extravasation. An echocardiogram revealed no evidence of pericardial effusion at procedure conclusion. Reportedly, use of the graftmaster did not cause or contribute to complications or adverse events. The patient was then weaned off of the intra-aortic balloon pump the next day; the patient was reportedly doing okay. On the following day (2 days after graftmaster implantation), the patient was still asymptomatic in the morning, however, that evening, the patient experienced sudden pulseless electrical activity and expired due to cardiac arrest. As of (B)(6) 2016, an autopsy is in progress with the following preliminary findings noted: evidence of anterior left ventricular free wall rupture and hemopericardium of only 75ml were noted. Reportedly, the cardiac arrest and death are secondary to the left ventricular free wall rupture. No additional information was provided.